Event description:
It was reported that a femoral vascath was inserted into a patient, and the guidewire was removed as part of the procedure. However, when the vascath was removed later, a portion of the guidewire was found still inside the vascath. The incident occurred during the removal of a 23 cm long femoral vascath, two hours after the discontinuation of renal replacement therapy, as per the doctor's plan. While removing the femoral vascath, the guidewire was noticed inside the catheter. Upon inspection, it was found that the flexible tip of the guidewire was intact, making it unlikely that the guidewire had been left inside the patient. However, the other end of the guidewire appeared to have broken off. The catheter was subsequently opened with a scalpel, and no further guidewire was found inside the vascath.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that a femoral vascath was inserted into a patient, and the guidewire was removed as part of the procedure. However, when the vascath was removed later, a portion of the guidewire was found still inside the vascath. The incident occurred during the removal of a 23 cm long femoral vascath, two hours after the discontinuation of renal replacement therapy, as per the doctor's plan. While removing the femoral vascath, the guidewire was noticed inside the catheter. Upon inspection, it was found that the flexible tip of the guidewire was intact, making it unlikely that the guidewire had been left inside the patient. However, the other end of the guidewire appeared to have broken off. The catheter was subsequently opened with a scalpel, and no further guidewire was found inside the vascath.